Event description:
After completing a heparin injection with 1ml tuberculin syringe, this nurse went to retract needle. The plunger of the syringe retracted, but the actual needle itself did not retract, leaving the needle exposed and a potential for needlestick exposure. Needle was capped and placed in a bag to be inspected. No harm to patient or nurse. Manufacturer response for tuberculin syringe 1ml, vanishpoint tuberculin syringe 1ml (per site reporter) .